Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed noise on the right atrial lead. Noise could be reproduced in the clinic with arm movement. The patient was asymptomatic to the event. The lead was capped and replaced during device upgrade procedure. The patient¿s condition was stable during and post procedure.